Manufacturer narrative:
(B)(4). Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. No harm requiring medical intervention was reported. Customer stated that drive support cap was normal. Customer stated they did not remember about insulin pump was exposed to high magnetic field, wallet had a magnet but it was not near the insulin pump at the time. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The device will be returned for analysis.